Event description:
No cement or bone was stuck to the tibial plate when explanted. It was loose.

Manufacturer narrative:
The surgeon reported: I was somewhat surprised that I could disengage the component at the cement/metal interface (this has not been typical for odc knees). No obvious malfunction of the implant - just fixation issues.